Event description:
This is a report of a metastatic colorectal cancer patient (patient information not provided) who experienced biliary obstruction post radioembolization with therasphere. Prior to treatment the patient presented with no extraheptic metastases with lesion and ecog score of 0. The dominant lesion was in segment 4. On an unknown date the patient received left lobe infusion to segment 2,3 and 4 with the majority of microspheres depositing in segment 4 based on flow dynamics. The reported incident date was (B)(4) 2014 which was approximately one week post treatment the patient's bilirubin levels were 15mg/dl and the physician suspected biliary obstruction. Biliary drainage was performed on an unknown date but at the time of reporting the patient's bilirubin levels remained high and continued to vacillate between 10 and 15 mg/dl. The reporting physician was concerned that they may be observing radiation induced liver disease (rild) or some form of liver decompensation but diagnosis was not confirmed at the time of reporting.

Manufacturer narrative:
Investigation into this complaint is ongoing and further information will be requested.